Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 18-sep-2024, reported that patient faced infusion set blockage located at site. No further information available.